Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the station communication was failed. The customer reported that there was no delay, but the malfunction occurred while the user trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station communication was failed. A field service engineer found that the network was not working and confirmed with the it team that the issue had been resolved. The system functioned as intended after the it team resolved the issue.